Manufacturer narrative:
Method: device history record review, medical review. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Per medical review - reportedly, intraoperative lens removal was performed to address lens damage ("tore on insertion"). No reported incision enlargement or any other tissue damage. According to the report from the facility, dated on (B)(6) 2016, there was no injury to the patient during removal of damaged lens. No reported postoperative sequelae. Conclusion: based on the complaint history, work order search, device history record review, medical review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. A lens work order search was performed and another similar complaint was found within the work order. Visual inspection of the returned product found one haptic and a large piece of the lens optic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl toric single piece lens, 19.0 se/2.0 diopter, and the lens tore. The lens was removed with no patient injury, no sutures were required.